Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture threshold, low pacing impedance, undersensing. These electrical anomalies were believed to be caused by insulation breach and fracture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were high capture thresholds, low pacing impedance, undersensing caused by insulation breach and fracture. As received, a complete lead was returned in two pieces. The reported events of high capture threshold, low pacing impedance, undersensing caused by insulation breach were confirmed. Visual examination found three external abrasions breaching the outer insulation and exposing the outer coil at the proximal and distal regions. The cause of the reported events was due to the breached/abraded outer insulation and exposure of the outer coil in the abrasion zone consistent with friction to the device can and friction to another device or feature of the patient anatomy. The reported event of lead fracture was not confirmed. Electrical and x-ray examinations did not find indication of conductor fractures.